Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was out of specification. It was also noted that the upper and lower cases were broken, both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, and the ring was bent. Further analysis was performed on the main pcb. This analysis found that a capacitor component caused the battery removal test failure.

Event description:
It was reported the device failed the battery test. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.